Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was t wave oversensing and high rate and regular non-sustained episodes were present. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that due to the past episodes of t-wave oversensing (twos), the physician made the decision to replace the pac e/sense portion of the lead. The high voltage portion of the lead remains in use.